Event description:
The handpiece overheated during a restorative filling procedure on teeth numbers 2, 3, 30, 31 and the patient received a severe thermal burn injury to their inner lower lip. No medical treatment was necessary at the time of the injury and the doctor had a follow-up visit with the patient and is reported to be healing as expected although the patient did mention feeling numbness around the affected area.